Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device measuring lower peep (positive end expiratory pressure) than set was confirmed. Ventec replaced the external flow module (efm) and internal flow transducer (ift) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the efm and ift.

Event description:
It was reported that the device needed service. Upon evaluation of the device, ventec observed that the ventilator measured lower peep (positive end expiratory pressure) than set. There was no patient use associated with the reported issue.